Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to water contamination within the pneumatic block. The pneumatic block was replaced to address these issues.resmed's risk anaylsis for these failure modes concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. During the service center evaluation of the device logs, system fault messages (sf 218 and sf 74) were also observed. There was no patient injury reported as a result of this incident.